Manufacturer narrative:
H10: the device was received for evaluation. A visual inspection with the naked eye did not identify any abnormalities that could have contributed to the reported condition; there was no damage observed on the set. Functional tests including leak, clear passage, and clamp function tests were performed with no issues noted. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 12 foot extension set had a hole in the tubing which resulted in a leak. This occurred during use of the device for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event, however the patient was given prophylactic antibiotics. No additional information is available.